Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 79 mg/dl, 82 mg/dl, 80 mg/dl and 155 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. The customer was treated with orange juice. Customer stated that the running auto mode. Customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The case severity with the initial report was incorrect. The correct case severity has been provided with this report in adverse event and type of reportable event.